Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's pump stopped insulin delivery in the morning. The customer's blood glucose level was not impacted. Tandem customer technical support (cts) had the contact review the pump history and an auto-off alarm was found to have occurred. Cts reviewed the auto-off feature with the contact. The contact indicated that the customer had forgot to deliver a morning bolus which caused the auto-off alarm to be triggered.